Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. The report of trigger cord breakage represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. The likelihood of barrel separation from the endoscopy is also remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Comments regarding trigger cord breakage: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement. "The use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Comments regarding ligator barrel separation from the endoscope: the exact model number of the olympus endoscope used with this ligator was requested but unable to be provided by the user facility. The mbl-6 ligator device is compatible with endoscopes that have an outer diameter of 9.5mm - 13mm only. If the endoscope used during this procedure had an outer diameter smaller than 9.5mm, this could have contributed to the reported barrel separation. If the barrel is not advanced as far as it will go onto the distal end of the endoscope, barrel separation from the endoscope can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the distal end of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in the area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record conformed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The report of trigger cord breakage is an unusual report. The likelihood of trigger cord breakage and barrel separation is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an upper endoscopic banding procedure the physician used a cook endoscopy 6 shooter saeed multi-band ligator. During use the trigger cord broke inside the accessory channel of the endoscope, preventing band deployment. Also, the ligator barrel separated from the distal end of the endoscope. A snare was used to remove the ligator barrel from the pt. The banding procedure was able to be completed using this ligator device. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.